Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose of 448 mg/dl. The customer stated that they were having issues with the infusion set. Their blood glucose had been high all afternoon. They treated with 2.5 units of insulin. The customer was experiencing excessive thirst and urination. The customer also stated that they use sensors. Troubleshooting of the insulin pump was performed and everything tested within specification. The drive support cap was recessed. In the alarm history there was one low reservoir alert present. The high pressure test could not be performed because the customer did not have the tubing clamp. The infusion set was removed from the customer's body, and it was noted that the cannula was bent and had skin tissue on it. The customer stated that they store the unused insulin in the refrigerator. Nothing further was reported.